Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. A complaint sample was received and assessed. The dressing was pasted onto the arm and it was confirmed that the carrier can be easily removed. The dressing adhered to the skin well. The investigation did not find product defect or manufacturing process issue so no action is required at present. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
The dressing did not adhere to the skin very well.